Event description:
It was reported that on 26 july 2024 the patient was burned by the c6 sensor while they were sleeping. The patient reported that the sensor electrocuted and "severely" burned them. The patient reported that there was a burn on their chest in the shape of the sensor. The patient detailed that the burn was painful, very red and open sore and raw. Due to the burn the patient went to the urgent care. It is unclear if they burn was treated with any medication.

Manufacturer narrative:
It was reported the mcot sensor - 3.0 burned the patient. The mcot sensor - 3.0 was returned for device evaluation. Sensor was inspected for general integrity and only minor wear and tear was identified. The sensor passed visual inspection. Gineering evaluation could not replicate the sensor overheat or shock as the sensor was within specifications; however, the patient harm of "mark in shape of sensor", was confirmed. The c6 sensor was within normal operating temperature ranges and passed all functional verification testing. Images provided by the patient confirm the reported allegation, which is most likely attributed to biocompatibility with the patch electrode. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.